Event description:
Same case as MFR report #: 2134265-2010-03095. It was reported that during a coronary stenting treatment procedure, stent damage occurred. The patient presented with chronic angina. Vascular access was obtained via the right radial artery. The 90% stenosed concentric de novo lesion measuring approximately 2.75mm in diameter and 28mm in length was located in a non calcified and moderately tortuous distal left circumflex artery that contained a significant bend of greater than 90 degrees. Resistance was felt advancing a mailman guidewire and upon removal it was noted that a small portion of the hydrophobic coating separated near the tip of the device. The device was removed and exchanged for a pt graphix guidewire. The lesion was predilated with a 2.0x20mm maverick balloon. A 2.75x32mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. When the device was removed from the patient, distal stent damage was noted. The procedure was completed with a 2.75x28mm promus stent. No patient complications were noted. Patient condition is listed as stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified distal and proximal stent damage. The struts on rows 1 and 2 from the distal edge were raised distally. The struts on row 1 from the proximal edge were raised distally. The stent moved distally on the balloon so that the proximal edge of the stent was 3 mm distal to the proximal markerband. The tip of the device was slightly flared. This type of damage is consistent with guidewire movement during attempts to cross the lesion. No kinks or damage were noticed along the shaft of the device. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-03095. It was reported that during a coronary stenting treatment procedure, stent damage occurred. The patient presented with chronic angina. Vascular access was obtained via the right radial artery. The 90% stenosed concentric de novo lesion measuring approximately 2.75mm in diameter and 28mm in length was located in a non calcified and moderately tortuous distal left circumflex artery that contained a significant bend of greater than 90 degrees. Resistance was felt advancing a mailman guidewire and upon removal it was noted that a small portion of the hydrophobic coating separated near the tip of the device. The device was removed and exchanged for a pt graphix guidewire. The lesion was predilated with a 2.0x20mm maverick balloon. A 2.75x32mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. When the device was removed from the patient, distal stent damage was noted. The procedure was completed with a 2.75x28mm promus stent. No patient complications were noted. Patient condition is listed as stable.